Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was 597 mg/dl with excess urination. It was reported the patient discontinued pump therapy and the delivery settings were not changed recently. Reportedly the patient received phone advice to self-treat with insulin via injection. It was reported that the pump's time setting reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported adverse event was attributed to a device malfunction.